Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A charge and boot was attempted but could not be completed because the receiver was found to be stuck on the initializing screen. Functional testing could not be performed with the receiver in this state. Data logs could not be downloaded or retrieved. The receiver was opened for an interior inspection and a damaged lcd screen was discovered. Upon investigation, it was discovered that the receiver main pcba was defective and could not load u8 firmware. The reported event of a frozen display screen was confirmed during log review. A root cause could was a defective u8 and lcd.